Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Evaluation: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Unopened samples of product were received. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand with no anomalies observed during evaluation. A functional test was performed, and the pull force result was above the minimum requirements. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ¿g/m. Representative samples returned to support investigation of multiple device issues captured in reports 2210968-2022-07006, 2210968-2022-07007, and 2210968-2022-07008. Analysis results have been included in follow-up reports for each.

Event description:
It was reported that a patient underwent a total hip and total knee replacement procedure on (B)(6) 2022 and the barbed suture was used. It was reported that the needle kept popping off while suturing the joint capsule or subcutaneous tissue. There were no adverse patient consequences reported. Additional information has been requested.